Manufacturer narrative:
The raptor grasping device is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. Us endoscopy received a report concerning a procedure which included use of the raptor grasping device, for removal of a partially covered permanent stent which had migrated to the gastro-esophageal junction. The patient had stage 4 esophageal cancer and the esophageal stent had been placed by another facility on an unknown date. While attempting to dislodge the stent with a raptor grasping device, the distal grasping component became misaligned. The user removed the raptor device and continued to attempt the stent removal with a second raptor device. During the second attempt, the stent could not be dislodged from the tissue and the distal grasping component on device became detached. The physician chose to leave the stent in place and to not retrieve the grasping component. The patient required no further treatment but was admitted to the hospital for observation. The patient was later discharged and reported to be stable. The device history record for the device was reviewed and no manufacturing or quality issues were found. All inspections were completed and acceptable results were documented. The device has not been returned to us endoscopy for evaluation. Warnings and precautions found in the instructions for use (IFU) include 'do not use the device to remove permanent stents; the device was designed only for the removal of removable stents'. Additional information found in the IFU includes: the endoscopic retrieval of foreign bodies, food bolus, or resected tissue specimens should only be performed by persons having adequate training and familiarity with endoscopic techniques. Consult the medical literature relative to techniques, complications and hazards prior to the performance of any endoscopic procedure. Avoid blindly passing the raptor grasping device past any foreign body, particularly if the entire lumen is blocked. While carefully visualizing the object for retrieval, advance the grasping jaws to the targeted object. Open the grasping jaws moving the slider away from the thumb ring, and grasp the object gently while maintaining continuous traction. Do not use excessive force on the handle and do not coil the catheter outside of the endoscope. Excessive force or coiling may damage the device or damage the endoscope, and may result in accidental injury to the patient or clinician. This report will be updated if further information becomes available.

Event description:
The raptor grasping device is intended to be used to grasp tissue and/or retrieve foreign bodies, excised tissue and stents during endoscopic procedures. Us endoscopy received a report concerning a procedure which included use of the raptor grasping device, for removal of a partially covered permanent stent which had migrated to the gastro-esophageal junction. The patient had stage 4 esophageal cancer and the esophageal stent had been placed by another facility on an unknown date. While attempting to dislodge the stent with a raptor grasping device, the distal grasping component became misaligned. The user removed the raptor device and continued to attempt the stent removal with a second raptor device. During the second attempt, the stent could not be dislodged from the tissue and the distal grasping component on device became detached. The physician chose to leave the stent in place and to not retrieve the grasping component. The patient required no further treatment but was admitted to the hospital for observation. The patient was later discharged and reported to be stable.